Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger was difficult to move on an unspecified bd 50cc syringe. The following information was provided by the initial reporter: when he draws out and then tries to inject back in, the syringe is very difficult to inject back in.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time or confirm the complaint. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the plunger was difficult to move on an unspecified bd 50cc syringe. The following information was provided by the initial reporter: when he draws out and then tries to inject back in, the syringe is very difficult to inject back in.